Manufacturer narrative:
Date of event: unknown, used the first day of the aware month.

Event description:
It was reported that the inflatable penile prosthesis (ipp) had a fluid leak from a right cylinder rupture. The original ipp was removed and replaced. There were no patient complications.